Event description:
The customer used the device to check their blood glucose and obtained a result of 253 mg/dl. Pt had symptoms of hypoglycemia and their parent called the emts. The emts arrived and checked their glucose and the level was 22 mg/dl. Pt was given a glucose shot. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.